Event description:
When surgeon was using the dissecting scissors with cautery to remove adhesions, a stray spark from the insulation on those scissors burned by the left ureter. The left ureter sustained a burn, however, the surgeon was unable to determine the degree of the burn. The surgeon placed a stent into the left ureter. A second pair of scissors was given to the surgeon & before being used in the pt, it was inspected & found also to have a crack in the insulation part of the scissor. The surgeon took both of the scissors with him. They were from the same lot. MFR immediately called & came in that day. When demonstrating what had happened in the case with a different pair of scissors from the same lot to the MFR's reps, the scissors cracked on the shaft again. The scissors were kept by the facility. The MFR's reps took what was left in the facility back for evaluation. The surgeon also kept the video tape of the procedure.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.